Event description:
It was reported that there was a catheter problem/complication. The patient had increased pain of unknown onset. The healthcare professional (hcp) accessed the cap (catheter access port) and attempted to aspirate drug and csf (cerebrospinal fluid) but was unable. The hcp believed the catheter was clogged. The hcp asked the nurse to program the pump to stop pump mode, which was done. The catheter would be replaced at some time, per the reporter. The pump was used to infuse fentanyl, hydromorphone, bupivacaine, and baclofen (compounded). No outcome reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8782, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015,product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-10. It was reported that replacement of the upper thoracic catheter occurred. It was noted that the pump was delivering fentanyl at the minimum rate. The indications for use were non-malignant pain and spinal pain. No further complications were reported.